Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces, and the connector was detached. It is likely that the fiber was previously used and when it was going to be used again, it broke after unpacking. Procedural handling of the device during post cleaning, set-up or use, may have contributed to the fiber break. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke from the root part during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke from the root part during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.